Event description:
It was reported while using an unspecified bd alaris extension set the components separated. There was no report of patient impact. The following information was provided by the initial reporter: alaris tubing broke off into trifuse.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of alaris tubing braking off could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Date of event is unknown; awareness date has been used for this field. Initial reporter name and address: address information was not able to be obtained, therefore, nj was used as a place holder. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd alaris extension set the components separated. There was no report of patient impact. The following information was provided by the initial reporter: alaris tubing broke off into trifuse.